Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damages, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the recipient showed an inflammation on the coil area, followed by focal hair loss, in absence of infection. Given the location and the sequence of events, delayed seroma formation due to the presence of the implant system seems likely. No new device was implanted. This is a combined initial and final report.

Event description:
Information was received that an inflammation developed near the implant coil. The device was removed in order to treat the inflammation.